Event description:
Technician alleged that the left hand intermediate siderail is not latching.

Manufacturer narrative:
Technician found that the latching mechanism needed to be cleaned. Technician cleaned the latching mechanism and all four siderails to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.